Event description:
It was reported that the pt was being transferred via hoyer lift, when the sling gradually slipped out from under the pt. Aide stated they helped pt bear her weight to lower her to floor; right ear caught hoyer causing skin tear. Passive range of motion to extremities done with no injury noted. On 4-10-97 pt showed discomfort when right leg was moved, x-ray done, fracture to right hip, transfered to hosp, on 4-20-97 facility was notified of death at hosp.